Event description:
Rptr had penile implant implanted on 12/18/87. On 6/7/83 the device was removed. Left cylinder was defective. On 1/21/91, the right cylinder was found defective and both cylinders were removed. Approx 1/30/91, dr noted a slight left cylinder bulge. On 4/22/93, dr noted the bulge was gradually enlarging and rptr was to have a whole new implant system implanted. He had surgery on 5/20/93, but did not get the new system as promised. He had surgery again on 8/2/93 because of right cylinder bulge popping and on 8/4/93 because of defective right cylinder. Rptr has extreme left groin pain and cannot inflate device because of pain. On 3/4/94, rptr was unable to pass urine. On 4/18/94, rptr had a 4 1/2 hr surgery. The left cylinder was kinked in the groin and a hole was found. (*)